Event description:
On (B)(6) 2013 the revision surgery of gamma3 long nail was performed because of the nail breakage. The primary surgery was performed on (B)(6) 2012. It was found the nail breakage on (B)(6) 2013. The screw was found broken, too.

Event description:
On (B)(6) 2013 the revision surgery of gamma3 long nail was performed because of the nail breakage. The primary surgery was performed on (B)(6) 2012. It was found the nail breakage on (B)(6) 2013. The screw was found broken, too.

Manufacturer narrative:
Evaluation conclusion will be submit in a supplemental report.

Manufacturer narrative:
The broken locking screw was initially evaluated as a concomitant item, however, further evaluation revealed that it could not be determined whether the broken screw contributed to the reported event or not. Evaluation summary: the reported issue was confirmed. The broken locking screw was classified as primary product during investigation. Regarding broken locking screw: no deviations were found during review of the manufacturing and inspection documents (DHR). The screw returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The screw broke due to a fatigue fracture (lines of rest are visible on the breakage surface). The deformation at the distal round hole of the nail indicates that the broken screw was inserted in this hole. The deformation also indicates that the screw broke due to a torsional overload. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
On (B)(6) 2013 the revision surgery of gamma3 long nail was performed because of the nail breakage. The primary surgery was performed on (B)(6) 2012. It was found the nail breakage on (B)(6) 2013. The screw was found broken, too.

Manufacturer narrative:
Evaluation revealed that the locking screw did not contribute to the complained event, therefore it was classified as concomitent item.